Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported string fell off of tampon during removal, leaving pledget inside. Consumer reported she has had intermittent bleeding and itching and visited a doctor. She was treated for a yeast infection.